Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer and mother reported via phone call that customer experienced high blood glucose levels of 400 mg/dl and was concerned that insulin pump was not working properly. Troubleshooting was declined as customer treated with manual injection and changed set. Insulin pump would not be returned for analysis.